Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy a54 5g / 2.8 / android 16.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.